Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient described the area as open wounds caused by electrodes rubbing on skin. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. Although the patient's doctor called into zoll to ask about treatment for the irritation, there is no indication of treatment of the irritation by a medical professional. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.